Manufacturer narrative:
(B)(4). Insulin pump was returned for software error detected alarm. Formatted history file analysis confirmed software error detected alarm (line number = 404, file number = 2102), problem isolated to electronic assembly. Per engineering analysis detail traces do not cover the time of the incident (they started 5/5/2021 while the insulin software error detected alarm happened 4/30/2021). On a related svn, pump was returned for multiple insulin pump error alarm. History file analysis confirmed insulin pump error (line number = 1421, file number = 32122) and insulin pump error due to software error. Unit passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit had minor scratched display window, scratched case, faded serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm and rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.